Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was found to have a short insertion. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for needle pull tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The needle detached from the suture during knotted suturing of the fascia. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00332. The same patient is represented in each medwatch.